Event description:
It was reported that a cot tipped with a patient onboard during transport over a bump on the highway. It is alleged that the patient sustained a broken arm.

Manufacturer narrative:
The cot was examined and found to be performing to specification. It is likely that the operators did not stabilize the cot during transport over uneven surfaces. The operation's manuals warn users the cot should be stabilized at all times.